Event description:
It was reported that the pt received ineffective stimulation and as a result, the pt turned off the stimulator on (B)(6) 2013, with plans to keep it off for one month. Follow-up revealed that the pt received adequate stimulation; however, it was not to the pt's satisfaction as effective pain treatment. Further follow-up confirmed that the device is working properly and stimulation has not moved.

Manufacturer narrative:
Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.